Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. The exact implant date is unknown. It was possibly implanted in 2002. Occupation: other, litigation paralegal. As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to the filter had extended beyond the walls of the inferior vena cava (ivc) filter and the filter extends into the aorta. The patient is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside the patient's body. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Perforations of the vena cava and of the aorta were reported but could not be confirmed without procedural/follow up films for review. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to the filter had extended beyond the walls of the ivc filter and the filter extends into the aorta. The patient is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside the patient's body.

Manufacturer narrative:
Event: a computed tomography (CT) scan revealed that the patient was implanted with a cordis type filter. The filter was implanted at an unknown time approximately sixteen to seventeen years ago. A CT scan taken fifteen to sixteen years after the index procedure revealed that the inferior vena cava filter shows no significant tilt. Its superior tip is approximately at the level of the confluence of the renal veins and inferior vena cava. This was difficult to accurately identify due to the paucity of intra-abdominal fat. The filter prongs symmetrically extend beyond the margin of the inferior vena cava with one prong abutting the right anterolateral margin of the partially calcified aorta. No abnormal pericaval or periaortic collection was seen. The scan also showed multiple bilateral nonobstructing renal calculi, more numerous on the right side, multiple bilateral renal cortical cysts and global mild cardiomegaly. The aorta was normal in caliber with scattered atheromatous calcifications. No definite evidence of retroperitoneal adenopathy or ascites was seen within the confines of this study .  Additional information received per the medical records indicate that the patient has a history of pulmonary embolism, end stage renal disease (esrd) and was on hemodialysis. The patient also experienced shortness of breath and chest/upper back pain. CT scans were done which revealed new solid 4 mm nodule and a new ground glass 5 mm nodule in the right middle lobe of the lung. A 3 mm solid nodule in the left upper lung lobe appears unchanged in comparison to a previous scan. Cardiomegaly and findings suggestive of pulmonary arterial hypertension were found. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the filter strut(s) outside the inferior vena cava and perforation of the filter struct(s) into other unspecified organs. The patient has also experienced pain, suffering and fear. The patient continues to experience mood swings, difficulty concentrating, loss of focus, depression, anxiety and abdominal pains.   Complaint conclusion being updated with new information received: addition of pain, shortness of breath, depression, anxiety, mood swings & poor concentration. See ncr for renal calculi, renal cyst, cardiomegaly, atheromatosis, lung nodule, pulmonary hypertension. As reported, the patient has a history of end-stage renal disease requiring hemodialysis. The indication for the filter placement was not reported but appears to have been a pulmonary embolism. The patient underwent placement of a trapease vena cava filter sometime between 2002 and 2003. More than thirteen years after the filter implantation, the patient developed shortness of breath and chest/upper back pain. The patient underwent a chest x-ray that revealed mild atherosclerosis of the aortic arch. A computerized tomography angiography (cta) scan was also performed. The cta scan revealed no evidence of pulmonary emboli. Approximately eight months later, the patient underwent a computerized tomography (CT) scan. This scan revealed an inferior vena cava (ivc) filter located at the level of the confluence of the renal veins and ivc without significant tilt. The filter prongs extended beyond the margins of the ivc with one prong abutting the right anterolateral margin of the partially calcified aorta. In addition, the patient reported mood swings, difficulty concentrating, loss of focus, depression, anxiety and abdominal pains. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Perforations of the vena cava and of the aorta were reported but could not be confirmed without procedural/follow up films for review. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Due to the nature of the complaint, the reported pain and shortness of breath experienced by the patient could not be confirmed and the exact cause could not be determined. The anxiety, depression, mood swings and poor concentration experienced by the patient do not represent a device malfunction. These types of symptoms are part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to (product code).